Manufacturer narrative:
(B)(4). The customer reported that the unit showed the error 10003 [system failure cycle power]. The philips customer service center advised the customer to remove the data card and cycle the power to resolve the issue. Note that this issue is due to the external data card being full. Another way to resolve the issue would be to clear all the stored events on the data card. We are considering this a malfunction where the external data card being full prevented the device from powering up properly.

Event description:
The customer reported that the unit showed the error 10003 [system failure cycle power].